Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The shaft, inner shaft, proximal inner shaft and the handle assembly were checked for damage. The outer shaft was kinked at the nose cone. The inner shaft and proximal inner shaft were both detached and separated from the handle with various kinks in both. The pull rack was completely deployed. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment in outer sheath occurred causing stent damage and catheter removal difficulties were encountered. The target lesion was located in the right external iliac artery (eia). A 8 x 80 x 75 innova stent was advanced to treat the lesion. However, upon deploying the stent, the physician did not notice that the sheath was down too far that the proximal part of the stent was deployed inside the sheath. When the physician pulled back the sheath, the stent was also pulled up with it causing the stent to stretch from right eia to the common iliac artery. Moreover, in an attempt to remove the stent delivery system, the physician found it very hard to remove the catheter off the wire and upon removing it the three shafts (triaxial system) broke less than 15cm from the hub. Each layer of the shaft was removed over the wire one at a time. An angioplasty was then performed and the procedure was completed. No patient complications were reported and the patient's status was fine.